Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a treatment of a highly calcified lesion in sfa, the recanalization crossing support catheter allegedly broke in segments. It was further reported that a snare device was used to capture and retrieve all the segments. Reportedly, there was no further treatment. There was no reported patient injury.

Event description:
It was reported that during a treatment of a highly calcified lesion in sfa, the recanalization crossing support catheter allegedly broke in segments. It was further reported that a snare device was used to capture and retrieve all the segments. Reportedly, there was no further treatment. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one seeker catheter was returned for evaluation. The distal end of the returned device was noted to be stretched and jagged, indicating a detachment. The returned catheter was measured and it was determined 10.7cm of the catheter was not returned for evaluation. Therefore, the investigation is confirmed for the alleged detachment. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.